Manufacturer narrative:
D10: 300-01-13 - equinoxe, humeral stem primary, press fit 13mm (B)(6), 320-10-05 - equinoxe reverse tray adapter plate tray +5 (B)(6), 320-15-01 - eq rev glenoid plate (B)(6), 320-15-05 - eq rev locking screw (B)(6), 320-20-00 - eq reverse torque defining screw kit (B)(6), 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm (B)(6), 320-20-42 - eq rev compress screw lck cap kit, 4.5 x 42mm (B)(6), 320-20-46 - eq rev compress screw lck cap kit, 4.5 x 46mm (B)(6), 320-42-00 - equinoxe reverse 42mm humeral liner +0 (B)(6). H10: multiple MDR reports were filed for this event, please see associated report: 1038671-2022-01190. The revision reported in this event was likely the result of a combination of dislocation and humeral liner disassociation. It is unclear if the dislocation allowed for the humeral liner to disassociate or if the humeral liner disassociation-which may have been the result of either incomplete seating of the liner during implantation, bone impingement, patient conditions, or any combination of these possibilities-led to the dislocation as the explanted devices were not returned for evaluation and images/pre-revision radiographs were unable to be obtained. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Report 2 of 2 of this event. As reported a patient underwent an initial left reverse total shoulder arthroplasty. Subsequently, the patient experienced dislocation. As a result, seven (7) years later, the patient was revised. The poly was disassociated from the tray. Patient was last known to be in stable condition following the event. No further patient impact was reported. No additional information is available. The revision reported in case- (B)(4) was likely the result of a combination of dislocation and humeral liner disassociation. It is unclear if the dislocation allowed for the humeral liner to disassociate or if the humeral liner disassociation-which may have been the result of either incomplete seating of the liner during implantation, bone impingement, patient conditions, or any combination of these possibilities-led to the dislocation as the explanted devices were not returned for evaluation and images/pre-revision radiographs were unable to be obtained.